Event description:
It was reported that pulse generator was implanted subpectorally on (B) (6) 2010. On (B) (6) 2010, the pulse generator was removed due to pocket stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.